Manufacturer narrative:
The edwards sapien xt transcatheter heart valve, model 9300tfx, sizes 23 mm, 26 mm, and 29 mm, is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in the mitral is not indicated; therefore the labeling does not instruct the operator how to position the sapien valve in this scenario. Testing performed by edwards documents the phenomena of high placement of the thv in a native aortic annulus, which would be relevant in the scenario of a thv in a mitral valve, as well. Inaccurate deployment (too high or too low in the mitral valve) could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. In this case, the valve movement during inflation caused the too atrial landing, resulting in a paravalvular leak. A second valve corrected the paravalvular leak and secured the first valve. No malfunction of the device was alleged or suspected.

Event description:
During a transfemoral transcatheter mitral valve replacement procedure, a 29mm sapien xt valve was positioned 70:30 ventricular/atrial across the mitral valve, and preexisting mitral ring. The valve was deployed under rvp using a slow inflation technique. The valve position after deployment was 30:70 ventricular/atrial, due to significant movement during deployment. An additional cc of fluid was added to the delivery system and post-dilation of the valve was performed. Tee showed a moderate paravalvular leak after post-dilation. A second 29mm sapien xt valve was prepped. The second valve positioned 50:50 on the ventricular side of the previously placed valve. The valve position after deployment was 50:50 ventricular/atrial. The delivery system was removed and final tee showed trace pvl. The patient left room in stable condition and was transported to ICU.